Event description:
Information was received that this smiths medical cadd legacy 1 pump experienced under infusion. No patient involvement reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the keypad overlay is damaged, and the battery cover is missing. . Review of the event history log of the complaint found no evidence of the reported complaint. Device then underwent accuracy tests, confirming the reported customer complaint. Test results of -6.33 percent, -4.92percent, and -8.25percent were all outside the internal spec of +/-3.0 percent and two were outside the published customer spec of +/- 6.0 percent. The expulsor was trimmed as a result and the problem source was determined to be unknown.

Event description:
Oracle ro 1065564 under infusing. Additional information received by smiths medical on (B)(6) 2020 attached in complaint object: no patient involvement.